Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. There is significant noise with the signals going rail to rail. The sensing vector was set to alternate at the time of the shock. The patent previously had some untreated episodes stored when the device sensing vector was programmed to the primary vector. The sensing vector was reprogrammed back then, and now, there was an inappropriate shock in the alternate vector. The patient will come in for some testing. There were no additional adverse patient effects. The system remains implanted.